Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broken. Investigation results one flexiva 200 laser fiber was returned broken in broken in two pieces. The first piece measured approximately 58.5 cm from the top of the connector to the break. The second piece measured approximately 259.8 cm from the break to the distal tip and was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on september 26, 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the laser fiber ruptured upon first firing approximately 50cm from the laser unit. The procedure was completed with another flexiva 200 laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number.  Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a procedure performed on (B)(6) 2018. According to the complainant, during procedure, it was noted that the laser fiber ruptured upon first firing approximately 50cm from the laser unit. The procedure was completed with another flexiva 200 laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a follow-up report will be submitted.